Event description:
Customer alleges all 4 legs bent out from underneath him. No injury alleged.

Manufacturer narrative:
The dealer stated that the consumer was using the 91-2 shower chair and all four legs bent out from underneath him. The consumers weight is unknown. The 91-2 shower chair has a weight limitation of (B)(6). The operating instruction booklet states warnings on page 1, "all four leg tips must be in contact with shower/tub floor at all times. Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use if shower chair is wobbly or unstable. Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary". The dealer stated that there was no alleged injury.